Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the therapy turning itself off/no feeling stim was unknown. They stated that the most likely cause was electricity going off may have shut it off. They turned the device back on. It was unknown if the issue was resolved. They noted that they had an appointment for urology on january 7 to address this. They had said they would try a different program, but they wont know for sure until then.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that a little over a week ago the patient had an appointment with the urology department at the va and their doctor "reset" the ins. The patient said they felt stimulation at the appointment, then they stopped feeling stimulation. The agent reviewed stimulation expectations. When the patient got home they alleged that the therapy turned itself off, so they turned it back on. However, the patient felt like the therapy still wasn't working because they kept pouring urine when they got the urge. About 30 minutes before the patient called patient services, they said they increased the amplitude and felt faint stimulation in the bicycle seat area. The patient increased the amplitude during the call as well, still confirming that they felt stimulation in the same area. The patient will maintain amplitude and continue to monitor symptoms. The patient mentioned that their doctor wants them to try using the therapy until mid-january before they consider using botox for treatment. The patient mentioned that their next doctor's appointment will be 07-jan-2026 with the urology department at the va. The patient added that the handset battery wasn't holding a charge. This was because they weren't powering it off when they were finished using it. The agent reviewed how to power off the handset. The patient mentioned that the implanting doctor was the one on file, but it was unclear if that was also their managing doctor because the patient indicated that they see a different doctor in the urology department at the va (that doctor's name was not provided).